Event description:
A surgeon reported that following insertion of a glaucoma shunt, it appeared the shunt was clogged. The shunt was removed and the procedure converted to a trabeculectomy with no pt harm. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).